Event description:
Subsequently, after the initial/combined report had already been filed, it should be noted that the herculink bes jumped distally during deployment and missing the diseased area but implanted at the target vessel. No additional information was provided.

Manufacturer narrative:
B5: describe event or problem updated.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, heavily tortuous renal artery that is 80% stenosed. A 7.0x15mm herculink elite rapid exchange renal balloon-expandable stent (bes) was traversed over a 0.014 guidewire and after crossing the lesion, the herculink bes jumped distally during deployment and missing the diseased area but implanted at the target lesion. A new 7.0x18mm herculink elite bes was used to treat the diseased area of the lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.